Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac arrest and subsequently expired, which is alleged to have been caused by the product used for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2015-07584 and 1225714-2015-07585. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced injuries including cardiac arrest and subsequently expired which is alleged to have been caused by the product used for dialysis treatment.